Event description:
The customer has reported that the mam3001 was inserted into the probe and removed. Upon removing 'only' introducer instead of the 'whole' system, the tip was caught and tip was sheared off inside the patient's breast tissue. A biocompatibility letter has been requested.

Manufacturer narrative:
The device identified for this event was disposed of after use and no batch/lot number was provided. Therefore, no batch record review nor direct analysis of the device was not performed and the event could not be confirmed.